Manufacturer narrative:
The device was manufactured between 04/03/2018 and 04/04/2018. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a leak at the middle port in each photo. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port after pumping tpn. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available